Event description:
Had to consult a professional to have it removed-vagina [foreign body in reproductive tract]. String is still loose when I remove it [device breakage]. String is still loose when I remove it. Consulted a professional to have it moved [complication of device removal]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via email that the tampon string was loose during removal. Professional consultation was required to remove tampon. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Had to consult a professional to have it removed-vagina [foreign body in reproductive tract]. String is still loose when I remove it [device breakage]. String is still loose when I remove it...consulted a professional to have it moved [complication of device removal]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via email that the tampon string was loose during removal. Professional consultation was required to remove tampon. No serious injury was reported.

Manufacturer narrative:
The manufacturing investigation completed on 6/4/2021 determined a probable manufacturing cause. The consumer returned product and the manufacturing investigation was reopened.

Event description:
Had to consult a professional to have it removed-vagina [foreign body in reproductive tract]. String is still loose when I remove it [device breakage]. String is still loose when I remove it. Consulted a professional to have it moved [complication of device removal]. Probable manufacturing cause [manufacturing issue]. Consumer reported via email that the tampon string was loose during removal. Professional consultation was required to remove tampon. No serious injury was reported.

Manufacturer narrative:
Product investigation results received on 4-jun-2021 showed cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Had to consult a professional to have it removed-vagina [foreign body in reproductive tract]. String is still loose when I remove it [device breakage]. String is still loose when I remove it... Consulted a professional to have it moved [complication of device removal]. Case description: consumer reported via email that the tampon string was loose during removal. Professional consultation was required to remove tampon. No serious injury was reported.